Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart xl defibrillator showed a failure to charge at 200 joules error and restart error 1000. There was no pt involvement.